Manufacturer narrative:
The test strips were requested for return. The customer stated that they do not have any of strip lot 32264421 remaining for return. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 32264421. For information on strip lot 37839721 refer to the medwatch with patient identifier (B)(6). At 1:06 pm the meter result was 4.1 inr from strip lot 32264421. At 3:39 pm the meter result was 2.8 inr from strip lot 32264421. At 4:09 pm the meter result was 3.9 inr from strip lot 37839721. The customer's therapeutic range is 2.0 - 3.0 inr. No actions were taken based on any of the meter results. No results were reported to the customer's health care provider. For the meter result of 4.1 inr, the customer stated that there was a fair amount of squeezing, they did try to add more blood to the strip, and they believed it took longer than 15 seconds to apply the sample. The customer does take preservision areds 2 formula + multivitamin by bausch and lomb.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 322644) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.